Event description:
A peritoneal dialysis pt has reported dialysis solution is leaking out of the cassette and into the cycler. There was no known pt ill effect. Sample is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation however, a paper investigation was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.